Event description:
It was reported, the patient had a procedure to add a screw in his leg. After the procedure, the patient turned on the scs system and was unable to feel the stimulation. The sjm representative met with the patient and was able to regain right sided coverage, however, the left side of the lead had invalid impedances and coverage was not obtained. It was reported the physician reviewed the x-rays and the lead appeared to be in the same place. It was reported surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.